Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device.

Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the subject device tested positive for unspecified bacteria. The channels of the subject device tested positive for following cfu of bacteria. The instrument channel: 19 cfu / 100ml, the suction channel: 6 cfu / 100ml, the air/water channel: 9 cfu / 100ml. The subject device had been reprocessed using an olympus automated endoscope reprocessr model etd3 (not available in the u.s.) With peracetic acid. The forceps elevator was replaced in (B)(6) 2017 according to an olympus field corrective action. There was no report of infection associated with this report.